Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that while trying to cross a previously stented area, stented one week prior, to reach a distal lesion in a bend, there was resistance within the previously stented section. The previous stent remained implanted with no issue; however, the stent being used to treat a distal lesion became dislodged. The stent was compressed to the wall with another stent and another stent was passed through this area without difficulty to get to the target lesion. No additional event or pt info is available.